Event description:
The physician was attempting to use one hawkone device to treat a severely calcified and moderately tortuous mid right common illiac artery lesion. The lesion was not predilated(8-9mm in diameter <(>&<)> 40mm in length). The IFU was followed during the procedure. It was reported that the cutter got warm during use. It was also reported that the device stopped working after a couple of cuts were completed. It was not possible to return the blade completely to the housing before the device was removed from the patient. The procedure was completed with dilatation. No patient injury was reported.

Manufacturer narrative:
Product analysis: the hawkone was received for analysis connected to a cutter driver inside saftpak bio-hazardous packaging. No other ancillary devices were included. The hawkone was received with the thumb-switch retracted and the cutter assembly pulled back into the cutter window. The cutter driver power switch was in the off position. The torque shaft beneath the strain relief was bent at an approximate 45 degree angle. Blood was noted with the distal flush tool. The cutter driver was powered on and the motor activated. The thumb-switch was advanced and the cutter assemble advanced approximately 1.3cm distal the cutter window. The rim of the cutter was making contact with the inner diameter of the laser drilled coils. Dried blood was noted on the drive shaft and within the cutter window. The distal assembly was soaked in water for approximately 24 hours. The cutter driver was activated and the thumb-switch was advanced. The cutter stopped at approximately 0.3cm from the cutter window. The rim of the cutter was making contact with the inner diameter of the laser drilled coils. The cutter could not advance due to the rim of the cutter making contact with the ID of the distal assembly. One cd with cine images from the procedure has been received for evaluation. Screen shots were taken to represent various phases of treatment of the vessel. Image 1 showed the vessel prior to treatment with contrast administered. Evidence of a lesion was noted on the right side of the vessel from the image. Image 2 showed the hawkone tracking to the vessel. The cutter window and the distal tip were visible. Image 3 showed the hawkone advancing down the vessel. The cutter window was located at the proximal end of the lesion. Image 4 showed the hawkone advancing further down the vessel. The cutter window was located at the distal end of the lesion. The distal tip was not visible. Image 5 showed the hawkone removed. Contrast was administered to the vessel. The lesion did not show improvement. Image 6 showed the hawkone tracking to the vessel. The cutter window and the distal tip were visible. Image 7 showed the hawkone advancing down the vessel, attempting to treat the lesion. Image 8 showed the hawkone removed. Contrast was administered to vessel. The lesion did not show improvement. Image 9 showed pta was inserted into the vessel and inflation was initiated. The balloon started to expand at the proximal end of the balloon. Image 10 showed pta was completed and inflated at the location of the lesion. Image 11 showed pta was removed. Contrast was administered to the vessel and the lesion showed improvement. Image 12 showed pta was completed and was inflated at the location of the lesion. Image 13 showed that the pta was removed. Contrast was administered and the lesion showed improvement. Additional information received from rep: the physician commented that a lot of plaque material was collected in the spider fx embolic protection device that was used in the sfa. Dilation was completed using 6 and 7mm pta balloons. If information is provided in the future, a supplemental report will be issued.